Event description:
It was reported that at least 50 units of bd insyte-w¿ IV catheter were damaged and the product was in a contaminated state.

Manufacturer narrative:
Investigation: DHR was reviewed and no qn was raised for damaged package. 4 photos were received for investigation. Damage package was observed from the photos. 50 samples were returned for investigation. 35pcs of the samples were found with damaged package. Manufacturing process has been reviewed; the reported defect could be originated from secondary packaging process. Damaged unit packages might happen when part jammed at station m30.2, during the insertion of unit packages into the dispenser box. Machine will stop when part jammed and the product technician are supposed to clear the parts. The probable root cause could be the production technician did not clear the parts and the damaged parts were packed and shipped out. Based on DHR review, no similar defect was found during the manufacturing of the reported batch.

Manufacturer narrative:
(B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least 50 units of bd insyte-w¿ IV catheter were damaged and the product was in a contaminated state.